Manufacturer narrative:
(B)(4). Medical product: biomet microfixation tmj system fossa component, catalog #: ni, lot #: ni, unknown screws, catalog #: ni lot #: ni. Therapy date: (B)(6) 2017. Report source: foreign country - (B)(6). The product identity was not confirmed due to the parts not being returned. These parts were removed in a revision: therefore the complaint is considered confirmed. Pictures were provided of the explanted product; however, the unknown products could not be identified from the pictures provided. The distributor submitted a form that indicated that the reason the revision is being planned is due to ankylosis and heterotopic bone growth. There was no alleged malfunction of the implant. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided; however, the most likely underlying cause of this complaint is patient condition. The instructions for use (IFU) for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. Heterotopic bone formation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00804.

Event description:
It was reported that the patient underwent initial surgery on an unknown date. Subsequently, the patient was revised due to ankylosis and heterotopic bone formation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned in biohazardous condition. Visual inspection show normal wear and tear associated with the implantation and removal of these products. There are no sign of defects on any of the products. There was no alleged malfunction of the implant. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for this product states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. Heterotopic bone formation. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00804-2, 0001032347-2018-00304-1, and 0001032347-2018-00305-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical product: biomet microfixation tmj system left fossa component, small catalog #: 24-6563 lot #: ni, biomet microfixation "2.4mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6577 lot #: ni. The following sections were updated: date of this report, device availability, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer, additional narratives/data. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00804-1, 0001032347-2018-00304, and 0001032347-2018-00305.